Event description:
Cochlear implant damaged from manufacturer and unable to be implanted in patient. Outer package opened to sterile field into 0.9% saline and ancef. Surgical tech opened inner package containing cochlear implant and passed to [redacted]. Upon attempting to insert cochlear implant, surgeon noticed that the stylet was poking out of the end of the implant. Surgeon unable to use implant. New implant obtained and opened to sterile field, then successfully implanted. All original implant parts and packaging saved and delivered to [redacted].